Manufacturer narrative:
This event occurred on unspecified date in (B)(6) 2018. The user facility submitted a medwatch report for this event: 2200350000-2018-8010. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male end of the intravenous (IV) tubing of a clearlink continu-flo solution set snapped off when being disconnected from the patient IV catheter; it was lodged in the clave. It was further reported that the broken piece was able to be removed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.